Manufacturer narrative:
The user confirmed the sensor was removed on (B)(6) 2023, and that she was doing fine. The removal was completed by a plastic surgeon by the user's choice. No further investigation was found necessary.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the physician was unable to remove the old sensor due to the sensor being adhered to the tissue in the user's arm.